Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5083759) that a (B)(6) caucasian female patient who underwent primary breast augmentation with a 425cc mentor smooth round moderate profile saline on the left and a 475cc mentor smooth round moderate profile saline on the right, suffered several unexplained systemic symptoms, including hair falling out in clumps, extremely tired every day, dry eyes, dark circles, red capillaries all the time, horrendous memory, brain fog, weigh gain, no energy for exercise, get sick more frequently, sinus infections, and colds. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient underwent bilateral removal without replacement on (B)(6) 2019. This medwatch form is for the right breast prosthesis.